Event description:
This unsolicited case from united states was received on (B)(6) 2017 from an other non-health care professional. This case concerns an adult female patient who received treatment with synvisc injection and later after few days could not walk, shaking uncontrollably, experienced severe pain and swelling. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patients initiated treatment with intra- articular synvisc injection, 1 dosage form, weekly (batch/lot number: 7rsp002zb and expiration date: not provided) bilaterally for osteoarthritis of knee. On (B)(6) 2017, patient received the last injection. On an unknown date in (B)(6) 2017, few days after the first injection, patient was shaking uncontrollably and could not walk and experienced severe pain and swelling only in right knee. On an unknown date in (B)(6) 2017, patient was admitted to hospital following her third synvisc injection. Corrective treatment: not reported for all events. Outcome: recovering for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 7rsp002zb, with expiration date (02/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsp002zb, no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 30-aug-17, this was the only complaint reported for lot # 7rsp002z & all related sub-lots: 1 complaint has been reported for lot # 7rsp002zb (1 adverse event report). Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: hospitalization for all events. Additional information was received on 31-aug-2017. Global ptc number and results were added. Upon internal review, lot number was updated from hrsp002zb to 7rsp002zb. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 31-aug-2017: the addictional follow up information does not alter the previous case assessment. This case concerns a female patient who received synvisc injections and later was unable to walk and underwent hospitalisation. Based upon available information, causal role of product cannot be denied for occurrence of event. However, there is no information regarding technique of injection and whether aseptic conditions were maintained during injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes complete medical case assessment.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from an other non-health care professional. This case concerns an adult female patient who received treatment with synvisc injection and later after few days could not walk, shaking uncontrollably, experienced severe pain and swelling. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patients initiated treatment with intra- articular synvisc injection, 1 dosage form, weekly (batch/lot number: hrsp002zb and expiration date: not provided) bilaterally for osteoarthritis of knee. On (B)(6) 2017, patient received the last injection. On an unknown date in (B)(6) 2017, few days after the first injection, patient was shaking uncontrollably and could not walk and experienced severe pain and swelling only in right knee. On an unknown date in (B)(6) 2017, patient was admitted to hospital following her third synvisc injection. Corrective treatment: not reported for all events. Outcome: recovering for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization for all events pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a female patient who received synvisc injections and later was unable to walk and underwent hospitalisation. Based upon available information, causal role of product cannot be denied for occurrence of event. However, there is no information regarding technique of injection and whether aseptic conditions were maintained during injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes complete medical case assessment.